Event description:
Comsumer had had two episodes of gram negative septicemia with abdominal wall cellulitis (infection) requiring hospitalization for intravenous antibiotics in the past 9 months. The second episode happened in march. Consumer had changed their wafer 413181 the day before, consumer woke up with mid left sided abdominal pain and within one hour there was marked redness, swelling under the bottom half of their skin barrier and off to the left side of their abdomen. The abdominal pain also became pregoressively worse. Consumer was hospitalized, treated and released. The skin on thier abdomen is nearly back to normal and there is only slight redness noted. Consumer has been in contact with their et nurse who has made several suggestions. They will now always use an adhesive remover when removing their skin barrier. They will also try skin protector wipes to add an extra layer of protection to reduce chances of skin stripping. The et has asked consumer to use eakin seals to give more protection to the skin at the base of the stoma.